Manufacturer narrative:
Device history lot: part: 852.263.01s, lot: l683450. Manufacturing site: (B)(4). Release to warehouse date: 21 december 2017. Expiry date: 01 december 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was an invasive procedure treating a cheekbone fracture on (B)(6) 2018. Since the plate was implanted, six months had passed without any issue. The patient then felt uncomfortable with the crista infrazygomatic at some point. On (B)(6) 2019, it was confirmed the plate had come out of the implanted location. The plate was removed without surgical delay on the same day. No further information is available. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) 2.0 mm rapid resorbable oblique l-plate 6h x 4h/left-sterile. This is report 1 of 1 for (B)(4).